Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection of the anchor and the eyelet of the suture anchor, biocomposite swivelock® c, 5.5 mm x 19.1 mm, closed eyelet, was broken off. The anchor was observed deformed. The base of the broken eyelet was observed inside the shaft. -functional testing was not performed due to the damage to the device. Per dfu-0087-eo - g. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The most likely cause of the reported failure can be attributed to user error with the device due to misalignment and excessive force applied during insertion, and/or prying/leveraging of the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11th dec 2025, it was reported by an arthrex's employee via an email that for 2 units of ar-2323bcc, suture anchor, biocomposite swivelock® c, 5.5 mm x 19.1 mm, closed eyelet, 1 unit of the anchor pulled out when retrieving the pole. Another ar-2323bcc was changed to and its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using the third ar-2323bcc. There were no patient harm and no secondary procedure needed.